Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, after the proglide suture was deployed, the device was attempted to be removed from the anatomy. The foot was stuck in the open position and could not be closed using the lever. The handle was broken open to manipulate the device and close the foot. After the device was removed from the anatomy it was found that the suture had captured the vessel and hemostasis was successfully achieved. A few minutes of manual adjunctive compression was applied for tissue track oozing. There was no vessel damage reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The foot retraction problem was not confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the foot retraction problem; however the difficulties removing the device and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that an arteriotomy closure the right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention (pci) procedure. No additional information was provided.